Event description:
Customer reported blood at the sensor insertion site. Customer stated that the site was not actively bleeding at the time of the report, but that the site was uncomfortable. She stated that there was no blood visible on the sensor connector. The blood glucose reading was 124 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.